Event description:
It was reported that during a balloon angioplasty treatment procedure shaft damage occurred. The lesion was located in the fistula. The dt/8-8/5.8/75 balloon catheter would not hold pressure when it was being inflated. They removed the balloon and saw that the shaft had a hole in it and saline was coming out of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).